Manufacturer narrative:
Product event summary: this pe was opened based on information received in (B)(4) of additional occurrences not previously reported to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the adapter of the device became very loose and would not stay in the tube. There was no reported patient involvement or outcome.